Manufacturer narrative:
An event of right bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of a right bundle branch block (rbbb). It was noted that the patient's sinus of valsalva was narrow, making the risk of a non-uniform expansion of the device high. The perimeter of the aortic annulus was measured at 82.1mm. Calcification was noted in the annulus. The length of the membranous septum was 2.7mm. During the procedure when the device was at 80% deployment, a perivalvular leak was noted. The device was observed to have made contact with calcification at the aortic annulus. The patient also went into complete heart block. The device was removed from the patient and replaced with a new 29mm navitor vision valve. The starting implant depth was 3mm from the non-coronary cusp (ncc). The device was implanted. The final implant depth was 3mm from the ncc. Post-implant the heart block persisted. On an unknown date a permanent pacemaker was implanted. The patient status was stable.